Event description:
The "jaw" of the device wouldn't open, and was stuck on the patient's tissue during the procedure. The team was able to eventually free the patient's tissue from the device but could not use for the intended surgery and had to use a different type of device.